Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the nozzle clogged with foreign material occurred due to insufficient cleaning (handling problems). However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿<inspection of the endoscope> 9 inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. <inspection of the objective lens cleaning function> 1.keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for evis lucera colonovideoscope, having poor air/water supply. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope air/water nozzle due to insufficient. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to clogging of nozzle, air/water supply volume did not meet the standard value, nozzle had foreign objects, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob out of the standard value, angle rubber had scratched, adhesive on angle rubber cracked, adhesive on angle rubber had white-clouded area, objective lens cracked, adhesive around objective lens peeled, light guide lens cracked, adhesive around light guide lens peeled, and distal end cover dented. The faulty parts were replaced, and the device was returned to the user facility.the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.